Event description:
It was reported by the physician that in two instances during insertion the needle bent and actually broke at the hub. In both cases, the needle was removed from the pt without further incident. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.